Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from two and a half years to less than three months within one year. A request was made to have data from this device analyzed, but technical services (ts) indicated that at this time, there is no data uploaded to the remote monitoring system to allow the battery longevity review. Updated data was requested, but at this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The facility made the decision not to return the device for analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from two and a half years to less than three months within one year. A request was made to have data from this device analyzed, but technical services (ts) indicated that at this time, there is no data uploaded to the remote monitoring system to allow the battery longevity review. Updated data was requested, but at this time, no further information is available. The device remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from two and a half years to less than three months within one year. A request was made to have data from this device analyzed, but technical services (ts) indicated that at this time, there is no data uploaded to the remote monitoring system to allow the battery longevity review. Updated data was requested, but at this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported.